Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a robot-assisted extended prostatectomy a clip loaded to an applier became missing. After the applier tip was temporarily out of the laparoscopic display the user checked and found no clip at the tip. The user searched both in the access port and in the operation room and searched in the cavity for a long time. A CT scan was also done however, the clip was not found to the end. The condition of the patient has been monitored, and no health injury occurred so far.